Event description:
When the physician tried to inflate the balloon to depoly a 2.5x23mm cypher at the lad, the physician found that the stent alignment on the balloon was disoriented to the proximal end through cag. However, the balloon was still used and the stent was deployed eventually. The lesion was calcified, tortuous and had 90% stenosis. Additional lesion characteristics are not currently known. Additional information has been requested and will be submitted within 30 days upon receipt. The stent delivery system is available for testing and evaluation, but the engineering report has not been completed. Please note that this product lot #i0305125 is not distributed in the united states. However , it is similar to the united stated distributed product,